Manufacturer narrative:
(B)(4). The lens was not received for analysis. Attempts to obtain additional information has to date been unsuccessful. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Not returned to manufacturer

Event description:
It was reported the multifocal intraocular lens was explanted due to the patient's report of halos and glare. Surgery dates are unknown. No additional information is known.